Event description:
The patient was revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
Evaluation was possible , as the products were not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and loosening. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items.